Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per (B)(6), she stated that the actuator was broke and not functioning. No other information provided.